Manufacturer narrative:
Evaluation summary: upon receipt of the shell, prior to autoclaving, the device was visually examined and black marks were not present. Some staining was noticed on the locking ring which may be water marks from when the hospital steam-cleaned the device. Cause cannot be definitively determined. No further analysis is necessary at this time. Device history records indicate all components were manufactured and inspected to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It was reported that "black marks" were noticed on implant.